Event description:
It was reported the patient¿s bladder stimulator was not working and was broken. It was also reported the patient was experiencing pain at the stimulator site and she could not walk. It was noted this had been going on for about one month. The patient had not seen her doctor. The patient had 0% success with her device since implant and she ¿trashed her bed¿ the night prior to this report. The patient reported ¿it had been traumatic.¿ it was noted the patient¿s device was ¿tweaked,¿ but it was unknown when this occurred. It was also reported ¿the office could not get the patient turned off.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was reported, the machine was ¿defective and malfunctioning.¿ the patient had ¿jabbing¿ in their back with the spine ¿bulging with machine got quite apparent¿ and the machine was ¿killing them in buttock area.¿ it was noted when the device was removed it felt better. Reference manufacturer report # 3004209178-2013-14950 for removal of device.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v399340, implanted: (B)(6) 2010, product type: lead. (B)(4).